Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation a 4.00x20 mm nc trek rx balloon catheter separated near the hub into 2 pieces. The device was not used and there was no patient involvement. A same size nc trek was used to successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.